Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable had melted. Customer's blood glucose value was 130 mg/dl. Replacement cable was sent to customer.